Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause that led to the malfunction is traced to component failure for adhesive wear around light guide lens and objective lens. However, a definitive root cause for foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water tube, the air/water cylinder, the server plug in, and the adhesive around the objective lens and the light guide lens has wear. There was no patient involvement.